Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported leaking from the distal smartsite during a heparin infusion. The leak was discovered within 24-36 hours of hanging the IV set and heparin bag. Reportedly, nothing piggybacked or injected into the smartsite prior to the leak being noticed. The set was changed out and the heparin infusion continued with no problems. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.